Event description:
During a remote follow-up, episodes of far r-wave oversensing and inappropriate mode switch were noted on the device. Technical support was contacted and reprogramming is anticipated. The patient was stable.